Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was seen to be deployed within the sheath and was seen to be slightly deformed. Functional inspection was not carried out as stent had deployed in the sheath. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event of the stent deployed prematurely during preparation and stent difficult/unable to transfer as well as the as analyzed stent deployed prematurely during use and stent deformed will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) deployed prematurely within the sheath. No clinical consequences were reported to the patient due to this event.